Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results. Manufacture date - unknown. Device return expected, not yet received.

Event description:
It was reported patient underwent a procedure on (B)(6) 2016. During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. Another unit was available to complete the procedure without patient injury or delay in the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of manufacturing history revealed no evidence of product nonconformance. Evaluation of returned devices was unremarkable and no failure was detected. A conclusive root cause cannot be determined with the available information; however, corrective action has been initiated for the reported issue. (B)(4).